Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) leadexhibited noise and inhibition of pacing which could be recreated with arm movement. The patient had good underlying rhythm so was not dependent. Lead numbers were stable and unchanged. There was some inappropriate anti-tachycardia pacing (atp) seen in the logbook. The physician elected to reprogrammed the device for now. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that the noise continued to be an issue as there was oversensing and pacing inhibition as a result. The pocket was open and the sensing portion of this right ventricular (rv) lead was easily pulled out as it was loose. The lead was reinserted and the set screw was tightened and the issue was resolved. There were no additional adverse patient effects reported.